Event description:
Additional information was received from the hcp via the rep reporting that the patient was on a waiting list and no revision date was scheduled yet.

Manufacturer narrative:
Continuation of d10: product ID 39286-65, lot# serial# (B)(6), product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown product type lead g9- the manufacturing site ID was previously reported as 2182207. Additional review indicates the correct manufacturing site ID is 3 004209178. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the results of the (B)(6) 2024 appointment was high impedance detected across half the lead, reprogramming around this was performed. Patient has since been seen again and all the lead was out now. Impedances were > 10,000 ohms. The cause of the oor/shocking was probably high impedances, possible lead fracture. Further stated that the lead appeared to be broken on x-ray. Shocking only occurred while stimulation was on. The patient will have surgery to replace the lead and ins.

Manufacturer narrative:
B3: date unknown. G2: foreign: united kingdom. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported the patient was receiving out of regulation (oor) on their patient programmer and they were receiving electric shocks from her ins system. Oor means that the implanted neurostimulator (ins) was not able to deliver the desired stimulation parameters. We discussed that the shocking sensation could have multiple causes, and it often indicates that there is something wrong with the integrity of the system. For what concerns the shocking sensation, it is recommended to palpate the system when the stimulation is on to check if the sensation can be provoked. Then you could also consider to palpate the system when the stimulation is turned off to see if a similar sensation can be provoked, this can help us to get a better understanding if the sensation is related to the system or not. You can additionally consider to perform multiple impedance test, each when the patient is in a different body position (e.g. Sitting, standing, laying) with the aim of trying to capture potentially affected electrodes. Next you could consider to perform an x-ray to verify the system¿s integrity. The x-ray can be assessed to see if there are loose connections and/or a broken lead/extension. Based on the x-ray and impedance test results, you can try to program a different electrode configuration to see whether this may resolve the shocking sensation. If a potential fluid short/integrity issue cannot be identified, the physician could still consider reprogramming the stimulation avoiding activating the electrodes that are currently used, to bypass a potential fluid short/integrity issue and hopefully resolve the shocking sensation. If nothing helps, the hcp may decide to revise the system.